Manufacturer narrative:
Device was not returned to baxter evaluation. A baxter field service engineer went to the facility to evaluate the device. The pressure transducer reading was off and the pressure control pcb was bad. The field service engineer replaced both. The acid was high and the acid conductivity cell was bad. The field service engineer replaced both. The device was then calibrated and the pressures were checked. The sample port was replaced and a ufc test was performed. A bleach disinfect was performed, and the device was put back in service. There have been no further problems with this issue since the repairs were made.

Event description:
In 2005, the dialysis center contacted baxter customer service to report a 1550 hemodialysis machine pulled too much fluid during treatment. The customer also reported a tmp promblem. No other information is available at this time.